Event description:
It was reported that customer experienced repeated cartridge alarms on tandem insulin pump, including most recent cartridge alarm 34, without any exposure to external magnets and not during the load process. There was no adverse impact to the customer¿s blood glucose level. Customer planned to continue using current pump and would rely on alternate insulin method if necessary, while technical support arranged replacement pump under warranty, confirmed shipping details, provided instructions for storage mode and return of problematic pump within specified time frame, and advised customer to re-enter pump settings and reconnect continuous glucose monitor once replacement was received.